Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was a cut in the cable connecting the distribution node (dn) and rear therapy electrode (te), damaging internal wires and causing a short on the pca board. The cause of the non-functional therapy electrodes is the damaged cables, wires and short. The root cause of the damaged cables, wires, and short is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.